Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. One device was returned to bd for the reported malfunction. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 0600564 catheter, intravascular, therapeutic, long-term greater than 30 days allegedly experienced a fluid leak. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old female. Weight was not provided for the reported patient.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. One device was returned to bd for the reported malfunction and a leak was identified. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: d3, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 0600564 catheter, intravascular, therapeutic, long-term greater than 30 days allegedly experienced a fluid leak. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a 48 year old female. Weight was not provided for the reported patient.

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model 0600564 catheter, intravascular, therapeutic, long-term greater than 30 days allegedly experienced a fluid leak. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a 48 year old female. Weight was not provided for the reported patient.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was returned for evaluation. The investigation confirmed for fracture and leak. A definitive root cause could not be determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.